Manufacturer narrative:
The lead with serial number (B)(4) was identified to not be involved with this malfunction and is not an applicable component of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type lead.

Event description:
Additional information was received from the representative (rep) and the consumer regarding the patient. It was reported that x-rays taken on (B)(6) 2017 revealed that the top of both leads were now at the superior portion of t10. When the leads were implanted on (B)(6) 2016, the left lead top was at superior t11 and the right lead top electrode was at t10. It was determined the burpees and wall squats performed by the patient contributed to the migration of the left lead. The rep had to reprogram the patient using different electrodes in order to get paresthesia into her right foot again. It was noted that one or more of these electrodes also activated nerve fibers for her left foot. The rep reported that the issue was resolved and that the patient had paresthesia in the right foot only. The patient had greater than 50% pain relief at her follow-up on (B)(6) 2017. No further complications were reported.

Event description:
Information was received from a manufacturing representative (rep) via family member, regarding the patient. It was reported that the patient has recently been going to softball practice, and now does not feel paresthesia in their right foot. The patient explained that they were doing workouts that included wall squats and burpees. It was noted that the patient has complex regional pain syndrome type ii in their right foot, which is what the device was implanted to target. The rep met with the patient on (B)(6) 2017 for reprogramming, and the patient¿s stimulation was found to only cover their right calf. Impedances were checked and all were within normal limits. The rep advised the patient to document their exercises, and any other sudden movements. The patient was reprogrammed using the electrodes on the mid-line lead as well as the electrodes to the right of the mid-line. After reprogramming, the patient felt stimulation in their right foot again, but now it was also going to their left foot. The patient has an appointment scheduled with their healthcare provider in mid-(B)(6). Indication for use includes complex regional pain syndrome type ii and non-malignant pain.